Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be a defect mainboard which was replaced. There was no patient or user harm reported.

Event description:
Te 231009 and te 244018 occured during ventilation, ventilation continued.